Event description:
Report rec'd that the device did not audibly alarm before powering off. The pump was returned to the clinical engineering dept with a note that it "failed to audibly alarm before shutting off." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. Though requested, no add'l info was provided.